Event description:
It was reported that sometimes, when the patient went through security gates, her device turned on. The patient was currently catheterizing because when stimulation was on, it irritated the nerves in her legs ¿and stuff¿. This reportedly started after the patient had back surgeries. It was noted that the patient had had 5 back surgeries since the device was implanted. The reporter indicated that the device helped with the patient¿s bladder but caused pain or irritated her back and legs. Because it irritated her back and legs, the patient had always had to make ¿a lot¿ of adjustments. It was noted that the patient turned stimulation on, ¿every once in a while¿, because it helped with bladder pain. The reporter stated that the patient had not been feeling well, her back and bladder were both "bothering her". If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v152141, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).